Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the black box shows unexplained por events on (B)(6) 2016. The battery compartment and battery cap are undamaged and able to fit securely, cap contacts measurements are within specifications. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly; no power interruption or any eaw occurred during the investigation, the product performs within specifications. Unable to duplicate ¿intermittent power¿ complaint. The pump¿s cover was removed, no further moisture ingress was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).